Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed a half turn with no reboots. The ez-prime steps were performed correctly and no power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The reported power complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked from the threads down to the case seal on the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.